Manufacturer narrative:
This device was used for treatment, not diagnosis. Sener, n., seyhan, m., and unay, k. (2013). Intramedullary nailing versus percutaneous locked plating of distal extra-articular tibial fractures: a retrospective study. Eur j orthop surg traumatol, 23:595¿601. This report is for an unknown tibial locking plate. Without a lot number, the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the subsequent review of the following journal article, sener, n., seyhan, m., and unay, k. (2013). Intramedullary nailing versus percutaneous locked plating of distal extra-articular tibial fractures: a retrospective study. Eur j orthop surg traumatol, 23:595¿601. The authors conducted a retrospective study of patients treated by percutaneous locked plating and intramedullary nailing for distal tibial extra articular fractures between 2004 and 2009. Sixty one patients were treated: 36 (20 females and 16 males; mean age 39.67 years) with synthes device, 4.5 millimeter distal medial tibial locking plates (group I) and 25 (seven females and 18 males, mean age 40.32 years) with intramedullary nail: 16 with synthes device, expert nail, and nine patients with competitor device (group ii). Clinical and radiographic follow-up examinations were conducted for one to three, six and twelve months postoperatively (mean follow-up 21.34 months). Clinical and radiographic results, complication rates and need for secondary procedures were studied. The authors reported the following complications in group I: superficial infection treated with antibiotics and local procedures (four); deep infections (two, one of which underwent debridement, implant removal and switch to external fixator, the other was culture positive for strep and treated with plaster and appropriate antibiotic therapy); nonunion (two, one of which was treated with grafting); malunion (one); implant irritation (ten). Of 16 cases receiving secondary procedures, a total of 20 procedures were performed: 12 implant removals, two grafting, four debridements and one external fixation. Group ii complications included: nonunion (one); malunion (four, one of which achieved union through autografting, the remaining three presented six, six and eight degree valgus deformities on the coronal plane); and implant irritation (two). Of three cases receiving secondary procedures, two underwent implant removal and one grafting. The authors concluded that both percutaneous locking plate and intramedullary nailing are outstanding therapeutic options for treating distal tibial fractures. A comparison of the two treatments demonstrates that intramedullary nailing appears more advantageous in reducing the need for secondary procedures. This is a reportable malfunction report for nonunion (one); malunion (one); and implant irritation (ten). This report is for an unknown tibial locking plate. This is report 2 of 3 for complaint com-(B)(4). A copy of the journal article is being submitted with the medwatch.